Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. One retain sample from the same lot (7475310) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to a trailing haptic break that occurred during insertion. Reportedly, the surgeon had difficulties positioning the replacement lens of the same model. One week post-op, the replacement lens was then explanted from the patient's right eye due to unsuccessful attempt to reposition the lens. No additional information was provided. This report references lens 1 of 2.